Manufacturer narrative:
H3) the battery was returned for analysis. Functional testing determined the battery was malfunctioning causing the reported event. B01 c02 d02 apply the ups was returned for analysis. Functional testing determined that the ups was functioning as designed. B01 c19 d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: -, ubd: , UDI#: ; product ID: 9735773, serial/lot #: -, ubd: , UDI#: h3: the system was serviced in the field, and the medtronic representative (rep) replaced the backup battery. Codes b01, c02, d02 ar e applicable to this analysis. H6: multiple annex g codes were reported. G02002 corresponds to concomitant product 9735773 that comprises the reported event. G02027 corresponds to concomitant product 9735787 that comprises the reported event. Multiple fdd/annex a codes were reported. A1102 was coded for battery service error. A0719 was coded for the system powering off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system displayed a battery service error and then system powered off. Turned it back on and system did the same thing again. Switched outlets and were able to finish the case. There was no patient impact and a delay of less than one hour.